Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use, when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was not starting. Analysis of the system log file confirmed that there was malfunction with the lateral ip-pc. During troubleshooting, the rse found an issue with the ip-pc. The ip-pc was replaced in the subsequent case. After replacement of the ip-pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was not booting, stalling at 00:00. No harm to the patient or user was reported. Philips has started an investigation of this complaint.